Event description:
It was reported that prior to the start, post anesthesia (post ports placement) of a da vinci-assisted surgical procedure, the right high resolution stereo viewer (hrsv) monitor on the surgeon side console (ssc 1) had color line and ssc 2 was working as expected. The customer performed the hard power cycle of the system, but issue persisted. The procedure was completed with ssc2. There was no patient injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred prior to start, post anesthesia and ports were placed. The reported issue occurred during initial system startup. It was unknown if the system functionality was checked upon powering on the system. There were no errors when the system was powered on. As the customer had dual console system, they completed the surgery with another console. The procedure was completed robotically.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the hrsv monitor to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the customer reported complaint. The monitor was installed on the right side of the test system. The system was powered up and booted up with no issues, except the right eye monitor had 4 vertical lines on the screen.